Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a arthrex employee via email that for ar-300-b201, burr, straight, 19.5 mm, diam. 2.0 mm, the burr broke off. This was discovered during a bilateral mica on (B)(6) 2025. The case was completed successfully by using a new ar-300-b201. There was no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the photo provided by the customer. Visual evaluation revealed that the burr broke inside the attachment. Arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error in using the device by prying or leveraging it.